Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They noticed the wires on the jaw had "popped up" and were no longer flush with the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effect.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/17/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle. The heater wire was observed to be completely flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The clear silicone on both the jaws was observed to be intact. The flexible shaft was observed to be bent at the center of the shaft. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent; wire" was confirmed, as well as for the analyzed failure ¿material twisted/bent; shaft¿. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They noticed the wires on the jaw had "popped up" and were no longer flush with the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effect.